Manufacturer narrative:
H10: the actual device was received for evaluation. A pressure test was performed and a leak was observed at the access pod pre pump. Visual inspection of the component showed that the membrane were not fully welded between the two parts of the pod. The membrane of the pod was observed to have turned over itself. The pod was wrongly assembled. The cause is supplier related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during set up with a prisaflex m100, a fluid leak was observed from the access pod. There was no patient involvement associated with the reported event. No additional information is available.